Event description:
A caller reported that the touchscreen of their pump was cracked and shattered, making it unresponsive and illegible. The screen was damaged underneath the screen protector, but details regarding any impact on blood glucose levels were unknown, as the caller declined to provide a blood glucose level. Technical support resolved the issue by arranging a pump replacement and advising the caller on using an alternate backup therapy to ensure ongoing insulin delivery. Training for the updated software was made available through the customer's tandem source account, and cts provided detailed instructions on handling and returning the problematic pump.